Event description:
Pt with lifeport implanted vad placed approx 1 yr previously at unknown facility developed cough and feeling or irregular heartbeat. Cxr revealed vad catheter tip had broken off and embolized to heart. At hosp, catheter tip was retrieved by transjugular approach, and remainder of device was surgically removed. At physician's order, vad and tip were sent to MFR. Risk mgmt office became aware of occurrence when lettter from MFR was received. Investigation was then launched, and smda-90 report made.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, anticipated or known, known long term complication of procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.